Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary matrix drawer, identified as the third drawer from the bottom on station pvntbhpx04, failed. The user opened the back panel and observed a loose metal component. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that matrix drawer 5 was clicking and not opening. The fse replaced the u-link, and the customer was able to recover the drawer and access medications. All tests were good. The system functioned as intended after the field service engineer repaired the device.